Event description:
Based on the report, the abutment was returned as it fractured inside the fixture and could not be removed, hence the fixture was explanted. The patient had good oral hygiene, type 1 of bone quality and good bone quantity. The patient has no medical history. The fixture was placed with a traditional 2 stage surgery in tooth location #18 with a primary closure. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient out come was reported as stable but treatment was ongoing. The implant would be placed again.

Manufacturer narrative:
Based on inspection results, the returned product was confirmed to be a (B)(4). An incorrect hex connection between the abutment and the implant (abutment was not seated properly when restored) would result in stress at the hex junction causing the abutment to fracture. Therefore, the abutment failure is most likely due to causes other than the product such as surgical mistake or patient behavior.